Manufacturer narrative:
(B)(4): the up and down buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.